Event description:
It was reported when the devices were used during a laparoscopic appendectomy procedure. The devices fired an incomplete staple line. Another device was used to complete the case. There was no consequence to pt.